Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the senor was missing. The customer¿s blood glucose level was unknown. The customer stated that the removed the sensor and found the sensor was missing. The insulin pump will be returned for analysis.